Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's transmissions revealed that the right ventricular lead exhibited both intermittent and complete loss of capture. A chest x-ray was performed on (B)(6) 2019 and lead dislodgement was observed. It was noted that the patient was not symptomatic to the event. The lead was repositioned on (B)(6) 2019 and the patient was in stable condition after the procedure.